Manufacturer narrative:
Correction for section: b5, d5, e2, and g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller would alarm despite having a fully charged battery. After the patient changed batteries, the alarm would reoccur at a later time. The patient's controller also gave a ventricular assist device (vad) stop alarm. The controller has been exchanged. No patient complications have been reported as a result of this event. It was further reported that the patient heard a "vad stop alarm" for twelve seconds after the patient removed their driveline. They were changing to secondary controller after having a bad power port. The controller was successfully swapped out.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 439888, non-defib lead; dtba1q1, bi-ventricular defibrillator; implanted on (B)(6) 2017, 694758, lead; 407645, non-defib lead; implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller would alarm despite having a fully charged battery. After the patient changed batteries, the alarm would reoccur at a later time. The controller has been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and seven batteries were not returned for evaluation. Log file analysis revealed two vad stop alarms on 10-jun-2019 and 11-jun-2019. These alarms are indicative of a physical disconnection of the driveline from the controller. Additionally, log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed power switching due momentary disconnections involving four batteries. Additionally, two batteries were involved in momentary disconnections without leading to power switching. Momentary disconnections will result in an audible tone. This was likely perceived as the reported ¿alarms despite having fully-charged batteries¿. A power source lubrication procedure was performed on 11-oct-2018 for six batteries. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the vad stop alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller as described in the event details. The most likely root cause of the power switching and beeps can be attributed to momentary disconnections due to corrosion of the controller power port pins. Additional products: d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de/ catalog#: 1650de / expiration date: 31-aug-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 31-aug-2017; h5: no; h6: patient code(s): c63030 h6: device code(s): c76143 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de/ catalog#: 1650de / expiration date: 31-dec-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 29-dec-2017; h5: no; h6: patient code(s): c63030 h6: device code(s): c76143 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de/ catalog#: 1650de / expiration date: 31-dec-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 14-dec-2017; h5: no; h6: patient code(s): c63030 h6: device code(s): c76143 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de/ catalog#: 1650de / expiration date: 31-dec-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 30-dec-2017; h5: no; h6: patient code(s): c63030 h6: device code(s): c76143 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de/ catalog#: 1650de / expiration date: 31-dec-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 29-dec-2017; h5: no; h6: patient code(s): c63030 h6: device code(s): c76143 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de/ catalog#: 1650de / expiration date: 31-dec-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 29-dec-2017; h5: no; h6: patient code(s): c63030 h6: device code(s): c76143 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.